Event description:
A customer contacted beckman coulter (bec) to report that a coulter lh 500 hematology analyzer leaked cleaner during shutdown. The volume of the fluid was approximately 5 to 10 ml. The customer was wearing personal protective equipment (ppe) consisting of a labcoat, gloves and glasses at the time of the event. No injury or exposure was reported. There was no affect to patient samples or results.

Manufacturer narrative:
A field service engineer (fse) was dispatched on-site and discovered a hole in pinch valve pv37 tubing (pv37 provides an open vacuum path to pump pm10 and also provides cleaning agents and pressurized diluent path from the sheath tank). The fse replaced the tubing which resolved the leak. The fse then confirmed that the unit was operational. The cause of the leak is attributed to a hole in the pv37 tubing. (B)(4).